Manufacturer narrative:
UDI not available for this system at time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4). The axiem was returned to the manufacturer for analysis. Analysis found that the reported issue as confirmed. The handle was slightly bent. A fault was also found on coil 3 that would cut in and out creating an emitter and axiem box communication error. Analysis found that the reported event was related to physical damage. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem box for the site was damaged, completely non-functional and needed to be replaced. There was no patient present when this issue was identified.